Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Corrected fields: d4, e1, e4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the camera cable was flooded, which caused the internal charge coupled device (ccd) to malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic procedure, the camera head displayed error e226. The power was turned off and removed, the contacts were cleaned, and the same error occurred again. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic procedure, the camera head displayed error e226. The power was turned off and removed, the contacts were cleaned, and the same error occurred again. The intended procedure was completed using a similar device. There were no reports of patient harm.